Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113954, md hybrid glenoid base 4mm, lot # 293790, catalog #: 406669, stn pn thd tip .125x2.5in 2pk, lot # 745160, catalog #: 113633, comp primary stem 13mm mini, lot # 180300, catalog #: 118001, versa-dial/comp ti std taper, lot # 497590, catalog #: 113046, versa-dial 46x24x47 hum head, lot # 753240. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unknown where the device is. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05038. Product location is unknown.

Event description:
It was reported that the patient received an initial left shoulder arthroplasty approximately a year ago. Subsequently a revision occurred about 2 months ago due to a loosening baseplate and bone erosion.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.